Event description:
On (B)(4) 2013 information was received from the reporter stating that the physician was concerned about redness and swelling around the patient¿s chest incision for her recent generator and lead replacement surgery. Follow up with the patient¿s mother determined that the patient was taken to the local ER on (B)(6) 2013, where she then admitted to the hospital to aspirate liquid, which was whitish in color mixed with blood, from the chest site. The physician informed the patient¿s mother he did not think it was an infection, but that to prevent it from becoming an infection that the patient would start receiving IV antibiotics. Further follow-up on (B)(6) 2013 determined that the patient was still in the hospital and that her neck lead incision site had been tapped and that a clear liquid with tinges of blood was aspirated. The physician feels that the site was a seroma. A CT scan was performed, showing a large pocket of fluid collection, which was suspicious for potential abscess formation. The patient was taken to the or on (B)(6) 2013 to receive wound washout and PICC placement for wound infection. After, the patient was released and placed on IV antibiotics for 6 weeks. Attempts for additional information will remain ongoing.

Event description:
It was reported that patient consent would be needed to release any information regarding the patient.